Event description:
This spontaneous report was received from a doctor on (B)(6) 2013 and concerns a (B)(6) year old female patient. The patient's medical history and concomitant medications were not reported. On (B)(6) 2013, the patient was injected with sculptra (poly l-lactic acid) for filling infra orbital area, supra orbital area nasolabial, mariotte, forehead. Immediately after injection, the patient reported that her left eye was very painful and pain increased with diplopia. The patient then had dizziness and vomiting, fever, and chills. They physician stated 500ml normal saline with oral 1g paracetamol and the patient became better for the events but diplopia was ongoing. On (B)(6) 2013, (the next day) the patient went to see an ophthalmologist. The ophthalmologist informed the patient that her eyes had an infection. She was given some antibiotics and steroid eye drops for the treatment of the eye infection. The physician reported that, patient's symptoms were not recovered so she went to see ophthalmologist again on (B)(6) 2013. The ophthalmologist found that her eye ball mis-aligned from its original location. According to the ophthalmologist sculptra expanded or irritated some nerve. Surgery was advised by doctor to cure the problem and also informed to wait until inflammation settled. At the time of reporting the outcome of the events were not recovered. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4). No further information is available.

Manufacturer narrative:
Pharamacovigilance comment: (B)(4) 2013. The event eye pain, diplopia, dizziness, vomiting, eye infection, eye disorder, inflammation, fever and chills assessed as serious and possibly related.